Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth -year only provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct femoral artery closure with the involved 8fr angio-seal device. Angiographic confirmed the indications. When putting the closure device into the insertion sheath, the sheath was found kinked, and the closure device could not go through the sheath. They stopped use and changed to a new angio-seal of the same size. The following procedure went on well and no harm was found on the patient. The patient's condition stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 18mar2020. A pre-angiography was performed.